Manufacturer narrative:
Concomitant product(s): a 4965-35 x2 leads, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission showed the right atrial lead had impedance greater than 3000 ohms. It was later explained that the remote report showed the bipolar impedance - which was displayed as invalid (or greater than 3000 ohms) and appeared high - but the lead was programmed to unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.